Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. Initially, it was reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. On 25-jul-2024, additional information was received, and it was reported that the curve of the catheter was stuck/jammed in a full/partial deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. With the additional information received on 25-jul-2024, confirming that the curve of the catheter was stuck in a deflected position, the event was assessed as MDR reportable. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31313209m and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use contains the following recommendations: always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a deflection issue occurred. Initially, it was reported that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. On 25-jul-2024, additional information was received, and it was reported that the curve of the catheter was stuck/jammed in a full/partial deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. With the additional information received on 25-jul-2024, confirming that the curve of the catheter was stuck in a deflected position, the event was assessed as MDR reportable.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the biosense webster inc. (Bwi) product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).